Event description:
Patient was implanted with dual mandible distractors on an unknown date. Surgeon reported that the foot plates on the distractors broke in (B)(6) 2012. Patient was revised in (B)(6) of 2013. It is reported that patient has had ten or more previous surgeries for mandible distraction. No further information is available at this time. This report is for a mandible distractor. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date of event is reported as (B)(6) 2012. Date of explant is reported as unknown day in (B)(6) of 2013. Device was installed by physician, but operator post implant is unknown.